Event description:
A peg was found to be backed out of a nail.1.3cm 3.5 months post implantation. There was no osseous bridging at the tibiotalar and subtalar sites reported. Notes from a CT done at 4 months post implantation suggest nonunion through tibiotalar and subtalar joints. At 5.5 months post implantation the peg was screwed back into the nail during surgery for a different procedure.